Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and discovered a hole in the waste peri-pump tubing. The fse replaced the waste pump tubing and the wash buffer pump tubing. The fse primed the instrument and no further leaks were detected. Hardware is the root cause of this event. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak coming from the unicel dxl 600 access immunoassay system that had formed a puddle on the floor. The customer ceased use of the instrument and a service visit was initiated by bec hotline. The leak was cleaned up and there was no injury or exposure to the leaked fluid.